Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. Electrodes 1 and 2 read as open circuits during electrical testing, consistent with the reported event. The catheter shaft material was fractured just distal to electrode ring 3 with conductor wires 1 and 2 fracturing at this location, consistent with the open circuits detected. As a result of this finding, abbott is performing further investigation.

Event description:
This report is to advise of an event observed during analysis confirming a fracture of the catheter.